Event description:
It was reported that patient presented to emergency room following a syncopal episode. It was discovered the episode was caused by non-capture exhibited by right ventricular (rv) lead. Programming changes were made. Patient was stable and discharged from the hospital.